Event description:
When firing device, the device went through the liver and into diaphragm. Manufacturer response for biopsy instrument, bard marquee disposable core biopsy instrument (per site reporter). Awaiting response.